Event description:
This is report 2 of 2 for the same event. It was reported that during an unspecified surgical procedure, it was discovered that two sagittal saw attachment devices were not working. According to the report, there was a minimal delay to the scheduled medical procedure. However, the exact duration of the delay was not specified. A spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not run. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to wear on components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.